Manufacturer narrative:
After further review of additional information received. (H3) the revision reported was likely the result of aseptic (non-infected) loosening of the femoral component, which damaged bond of the implant to the bone and likely led to the reported pain. However, this cannot be confirmed because the components were not returned for evaluation and no x-rays were provided. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: g3, h2, and h3. H3: the revision reported was likely the result of aseptic (non-infected) loosening of the femoral component, which damaged bond of the implant to the bone and likely led to the reported pain. However, this cannot be confirmed because the components were not returned for evaluation and no x-rays were provided.

Event description:
As reported by the legal team, approximately 6.5 years post initial right tka, the husband of the (B)(6) female patient reported that the patient¿s right knee was initially implanted and patient seemed to recover well from the procedure, except that the scar was large. The patient started experiencing pain and swelling for ¿awhile¿ before she was returned for a revision with competitor¿s devices. It was noticed during the revision that the patient¿s femoral component was loosening. The wound was cultured for infection and came back negative. There was no breakage of device and no surgical delay/prolongation. The patient experienced a long, severely painful recovery and still is not ambulatory, she uses a wheelchair or a walker and ¿severe scarring¿. ¿she is terrified of the thought of having another surgery.¿ sales rep was unable to obtain photos/x-rays. The device is not available for evaluation.

Manufacturer narrative:
Concomitant medical products: logic tibia implant psc insert, sz 2.5, 11mm (cat# 02-012-44-2511 / serial# (B)(4)) ,lgc tibial fit tray cem sz 2.5f / 2.5t (cat# 02-012-45-2525 / serial#(B)(4)) , and three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.